Manufacturer narrative:
(B)(4) follow up for device evaluation. A report was received indicating the presence of foreign matter on the syringe plunger. To support the investigation, one sample¿submitted without its packaging blister¿and two photographs were provided for evaluation by the quality team. A visual inspection of the sample was performed under 10x and 30x magnification. No defects, imperfections, or foreign matter were observed. The syringe¿s rubber stopper was also examined for embedded foreign material, with no findings noted. Due to the absence of observable anomalies, no additional testing or analysis could be conducted. The first submitted photograph shows a syringe outside of its packaging blister, marked with a hand-drawn circle in dark ink. Upon review, even at 200% magnification, no foreign matter could be identified. The second photograph depicts the top portion of a syringe, also marked with a dark ink circle. A visible discoloration is present; however, it is unclear whether the discoloration is located on the rubber stopper or the syringe barrel. It is possible that the observed discoloration is due to the presence of medical-grade silicone lubricant, which is routinely applied to the inner wall of the syringe barrel and the rubber stopper. A review of the device history record for material number 309653, lot 4347652, was completed. No quality issues were identified during production that could be associated with the reported condition. Additionally, no related quality notifications were found. All manufacturing processes and final inspections were performed in accordance with specification requirements. To date, no similar complaints have been reported for this lot. Based on the analysis of the returned sample, the reported condition could not be confirmed.

Event description:
It is reported foreign matter. Event description: foreign matter on the plunger.

Manufacturer narrative:
H11: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.